Event description:
A report was received that a pt had a pocket revision because the ipg is irritating her right rib, causing her to have discomfort. The physician moved the pocket location. The pt is reportedly doing well following pocket revision surgery.

Manufacturer narrative:
This is the final report.